Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture baker grade unknown diagnosed by pathology. Patient also reported diagnosed with "breast implant illness" (bii) nd suffered from breast pain, sleep disorder and overall discomfort prior to the explant surgery. Device has been explanted with a en bloc resection. Left side record.